Manufacturer narrative:
Event date: exact date unknown, event occurred two months from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge and was overheating. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.